Event description:
During training by a distributor, the device displayed "defib fault 85" and "pacer fault 115" messages. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.